Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown orthopedic procedure on an unknown date, the driving cap of the femoral recon nail (frn) insertion handle snapped while the surgeon was manipulating an unknown nail after it was inserted. The procedure was successfully completed without surgical delay. There was no patient consequence reported. Concomitant device reported: radiolucent insertion handle (part 03.033.001, lot unknown, quantity 1), nail (part unknown, lot unknown, quantity 1). This report is for a driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event description: it was reported that during an open reduction internal fixation of a subtrochanteric femur fracture using a femoral recon nail on (B)(6) 2020, the driving cap of the femoral recon nail (frn) insertion handle snapped while the surgeon was manipulating an unknown nail to achieve a better reduction. It was mentioned that when the driving cap snapped, it fell to the ground and the surgeon used the mallet on the insertion handle itself. The procedure was successfully completed with the initial insertion handle. The surgeon had no difficulty inserting proximal fixation screws through the insertion handle nor had any difficulty removing insertion handle at the end of the procedure. There was no surgical delay and no patient consequence reported. Concomitant device reported: radiolucent insertion handle (part# 03.033.001, lot# unknown , quantity 1) and unknown nail (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: part returned. H3, h4, h6: a review of the device history record. Device history lot: part: 03.010.523-us; lot: 8836146; manufacturing site: bettlach; release to warehouse date: 12. May 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary it was reported that during an unknown orthopedic procedure on an unknown date, the driving cap of the femoral recon nail (frn) insertion handle snapped while the surgeon was manipulating an unknown nail after it was inserted. The procedure was successfully completed without surgical delay. There was no patient consequence reported. Flow: damage. Visual inspection: visual inspection performed at customer quality (cq) identified the driving cap broken at its groove portion proximal to the distal tip. The device was observed broken at the region of its change of cross-section at the groove origination point. The broken tip was imbedded in the returned concomitant radiolucent insertion handle (part # 03.033.001. Lot# lp63539). A device failure was identified. Dimensional inspection: based on the review of the drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: the complaint condition is confirmed as the device was broken. Based on the investigation findings, the need for further corrective/preventive action steps has been launched to address the identified issue. Further investigation will not be conducted in this complaint. Sustaining engineering ticket # (B)(4) as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.